Manufacturer narrative:
Note: the report was for a clinical study for which details of the specific product's catalog and lot numbers used were not reported to the MFR. The product(s) was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined.

Event description:
Note: the complaint is from a clinical study "(B)(4)." Pt was (B)(6) male and developed a cerebellar infarction and cerebellar ataxia of both the right upper and right lower extremities. Anti-platelet therapy was continued. Physician's comment "the relationship of the events to the procedure was highly probable because due to coil embolization, the aneurysm became thrombosed and occluded its branching vessel."